Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that then it went to suspend but wouldn't do anything; she removed the battery and her dog took the battery cap, it took her a while to get it back. Then she inserted a new battery and received a battery out limit alarm and cannot clear it. Blood glucose is 61 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.